Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine (135 mg/ml at 5.68 ¿mg/hour mg/day¿), bupivacaine (25 mg/ml at 1.051 ¿mg/hour mg/day¿), and morphine (50 mg/ml at 2.102 ¿mg hour mg/day¿) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that the pump was replaced due to a recall and due to longevity. It was horrible for the patient. She was nauseous all the time and had to carry a cup to throw up all the time. The symptoms began one to two years before the pump was replaced. The patient was maxed out with the medication and had to go in every couple of weeks for pump refills. Per the patient, the healthcare professional didn¿t do anything about it until the pump life was due.

Event description:
Additional information was received from a healthcare professional and it was reported that the only thing on file said longevity. They only had notes from (B)(6) 2013. Previous records were sent to storage and could not be located. It was unknown what troubleshooting and/or diagnostics were performed related to the recall and nausea. There was no documentation on file for nausea. The cause of the nausea was unknown.